Event description:
It was reported that during a thrombectomy and atherectomy procedure in the right superficial femoral artery and popliteal artery via the left common femoral artery contralateral approach, the catheter was allegedly stuck to the wire. It was further reported that the catheter was taken out of the patient's body and tried to flush it in saline, the catheter allegedly would not clear the debris stuck in there and did not seem to aspirate properly. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the right superficial femoral artery and popliteal artery via the left common femoral artery contralateral approach, the catheter was allegedly stuck to the wire. It was further reported that the catheter was taken out of the patient's body and tried to flush it in saline, the catheter allegedly would not clear the debris stuck in there and did not seem to aspirate properly. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation, a catheter was received for investigation. The test guide wire went through the catheter without any resistance till the metal gear wheel; after rotating it with the drive system the test guide wire was able to pass through the catheter. Aspiration test was performed, and nominal aspiration level was achieved. Mechanical jam was observed during the investigation. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.